Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint (device: pcee60a). Therefore, we were unable to check manufacturing records for any related non-conformance. Two lot numbers were reported for the gold cartridge (ecr60d), but it is unknown which lot is related to the complaint reload. N4lw3d: expiration date 07/31/2021, manufacturing date 08/05/2016. N4ln04: expiration date 05/31/2021, manufacturing date 06/14/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of both the lots.

Event description:
It was reported that during a laparoscopic low anterior resection, the staples were unformed all the way, and fell off the tissue at the second firing. The device was pulse-fired on rectum. The cartridge color was gold. It was found that the device was fired on cicatrix of anal fistula and the tissue was thick. Another device was used to complete the case. There were no adverse consequences to the patient.